Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for high voltage lead impedance (hvli) testing. Manual update of hvli was not possible and vector coil lead could not be updated. An alert for cancelled hvli testing was displayed during interrogation. Physician attempted multiple times to start a new session and failed. Patient later presented for interrogation and physician was able to interrogate the device. All measurements were in range. Patient was stable before, during and after the event.